Manufacturer narrative:
Approximate age of device ¿ 42 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump thrombosis was suspected and the pump was exchanged on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline (dl) cut approximately 3.25 inches from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump upon disassembly revealed a flat, red and white, tissue-like thrombus formation on the body of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. The origin of the formation and duration of time for which it was present within the device could not be determined. Examination of the proximal side of the outlet stator revealed two white, non-laminated depositions situated between the outlet bearing ball and two of the blades of the outlet stator. Their lack of laminated layering suggests that these depositions did not form at this location. Although their origins and duration of time for which they were present in the pump cannot be conclusively determined, the depositions showed no evidence of denaturation and the outlet bearing cup showed no evidence of circumferential contact marks, indicating that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the reported event. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.